Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in india and the equipment was bought through a third party in india to a hospital. The caller mentioned that the patient had their first implant in india over 10 years ago and it was replaced about 4 years ago. This time, the battery "died sooner" than expected. The caller mentioned battery life ended 3.5 to 4 years after it was implanted. If they had known, they could've gotten a longer battery life. The caller was wondering if there is any equipment that can be configured to work with the already existing diodes or if there's any external device that the patient can have since the doctor mentioned that the patient will not be able to survive another operation due to age. The caller mentioned that patient is currently in the hospital with zero motor skills and is not able to eat, chew or do anything. The caller asked if there was any external equipment that could help the patient. The agent asked, but the caller was not sure if the manufacturer representative (rep) was advised. The agent reviewed information and redirected the caller to their healthcare provider to further address the issue. The caller asked if there's someone in the us to inquire on other products that are external in nature. The agent sent physician listings to the caller via email.

Manufacturer narrative:
G2. Foreign: india. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.